Event description:
This alarm is not working like the other device we had. This is an erratic system which goes off for no reason and gets very hot in an hour of battery insertion. I have put in 4 different set of aaa batteries in the malem alarm and each one is making the alarm hot. This cannot be the battery problem. It is a defect in the device. Our previous alarm did so much thing but broke when we were using it. This alarm gets hot and fortunately to me, my daughter was not wearing it at the time she was sleeping or it most certainly would have burnt her. The alarm was purchased from (B)(6) and returned back to them.